Manufacturer narrative:
Lot number was not provided by the reporter. Catalog #: c-utlmy-701j-rsc-arbm-hc-fst-rd. Expiration date unk, as lot is unk. Info was not provided by the reporter. (B)(4). Product was returned in a used and damaged condition. The device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. An examination of the returned device verifies the separation from the distal weld. The reasons for this type of device failure is typically: difficulty withdrawing the device or the wire guide is damaged through contact with the needle or another instrument. It should be noted that no signs of damage could be found. Therefore, at this time we cannot determine with any degree of certainty why this failure occurred. We will continue to monitor for similar complaints.

Event description:
A central line was placed and when the guide wire was removed, the wire had become uncoiled and frayed. The pt was taken to x-ray, but no metal fragments were found at this time.